Manufacturer narrative:
Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd insyte¿ IV winged catheter leaked blood from between the needle and hub following the puncture. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021 in ward 36 of the department of pediatrics, the patient needed an indweling needle for fluid rehydration. After successful puncture, there was blood oozing from the catheter tube and the wing, so the patient needed to re-puncture. Since the target of puncture was children, the patient had difficulty in coordination due to pain during the puncture process. This time the puncture was successful, but the re-puncture increased the pain of the child's puncture" "this incident occurred in the pediatrics department of the 36th ward. From the head nurse learned that there was blood oozing from the connection between the indwelling needle catheter and the needle seat after the first puncture before the infusion was successful."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ IV winged catheter leaked blood from between the needle and hub following the puncture. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021 in ward 36 of the department of pediatrics, the patient needed an indweling needle for fluid rehydration. After successful puncture, there was blood oozing from the catheter tube and the wing, so the patient needed to re-puncture. Since the target of puncture was children, the patient had difficulty in coordination due to pain during the puncture process. This time the puncture was successful, but the re-puncture increased the pain of the child's puncture" "this incident occurred in the pediatrics department of the (B)(6). From the head nurse learned that there was blood oozing from the connection between the indwelling needle catheter and the needle seat after the first puncture before the infusion was successful."